Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a temporary problem such as a foreign object getting caught between the electrical contact of the scope connector and the electrical contact of the system. It is possible that the image signal was not transmitted properly due to poor contact. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described in the operation manual "chapter 3, preparation and inspection section 3.8, inspection of the endoscopic system". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a communication error e226. The issue occurred during therapeutic procedure completed using a similar device. There were no reports of patient harm.